Event description:
It was reported that the instrument broke during trialing. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, d1, d4, d9, g3, h2, h3, h6. H6: proposed component code: mechanical (g04) - provisional bottom. The reported event was confirmed via review of the returned product. Visual examination found it to exhibit signs of repeated use and is fractured. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.